Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: khixa. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: yknt. Cat. No.: 5541-f-401, triathlon cr fem comp #4 l-cem, lot code: ee4pa. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
Surgeon reports patient who is a status post left triathlon total knee done (B)(6) 2014, has a superficial infection. He planned to wash out the wound in or. Upon making incision he found that the infection communicated into the joint. He decided to open the knee and wash it out as well as replace the insert. After washing out the knee he replaced a new #4 9 mm insert. He then continued to close the wound.

Manufacturer narrative:
An event regarding infection involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The reported event could not be confirmed with the provided x-rays. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Surgeon reports patient who is a status post left triathlon total knee done (B)(6) 2014, has a superficial infection. He planned to wash out the wound in or. Upon making incision he found that the infection communicated into the joint. He decided to open the knee and wash it out as well as replace the insert. After washing out the knee he replaced a new #4 9 mm insert. He then continued to close the wound.